Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. The affected device was received for evaluation. Under magnification and cracks could be detected along the syringe barrels. To evaluate whether these defects would affect the syringe's functionality, a combo leak test was conducted. The customer's reported, problem was confirmed. It cannot be stated, with any certainty if the barrel had been flawed prior or following the assembly process. A root cause could not be determined. As a precaution, a quality alert was issued to the manufacturing floor. A review of the device history record (DHR) shows, there were no observations or nonconformities recorded, during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported, that the syringe was cracked and scratched. There was no patient involvement. And no patient harm reported.